Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in zone 2 and 3 for the endovascular treatment of a 52 mm x 43 mm thoracic aortic aneurysm. The proximal neck was 31 mm in diameter with a length of 21 mm. The distal neck was 32 mm in diameter. It was reported that there was a possible type ia or a type ii endoleak right after the initial procedure. The decision was made to perform an ax-ax bypass and intentionally extend over the left subclavian artery with a talent 38/34/112. Coiling of the lsa was not performed. The aneurysm diameter remained between 51mm and 52mm and the patient was being monitored. During the post-operative follow-up there was a possible type ii endoleak and the aneurysm enlarged to 57mm in diameter during the last most recent 6 months. Additional treatment was performed by coil embolization of the lsa via the left brachial approach. Dsa was performed and the endoleak was confirmed to have resolved. No additional clinical sequelae were reported and the patient is fine. The follow-up physician¿s comment is they are uncertain why the lsa was not coiled during the initial procedure. The type ii endoleak seemed to have resolved and the patient is being monitored.